Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon became stuck. An nc emerge 2.50 x 20mm was selected for treatment of the target lesion. During the procedure while inside the patient, the balloon because stuck on the guidewire. The physician attempted to free the balloon from the wire several times, but it could only be removed together alongside the wire. Another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1:(B)(6). Device evaluation by MFR: the returned product consisted of the nc emerge balloon. A visual and microscopic inspection revealed no damages or defects. A wire insertion test was performed, and the wire was able to be inserted with no issue. This investigation is assigned a most probable investigation conclusion code of no problem detected.

Event description:
It was reported that the balloon became stuck. An nc emerge 2.50 x 20mm was selected for treatment of the target lesion. During the procedure while inside the patient, the balloon because stuck on the guidewire. The physician attempted to free the balloon from the wire several times, but it could only be removed together alongside the wire. Another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Correction report submitted to capture device investigation information. E1 initial reporter address 1: (B)(6). Device evaluation by MFR: the returned product consisted of the nc emerge balloon. A visual and microscopic inspection revealed no damages or defects. A wire insertion test was performed, and the wire was able to be inserted with no issue. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. A risk review was performed, and it confirmed that the event was defined in the risk documentation. This investigation is assigned a most probable investigation conclusion code of no problem detected.

Event description:
It was reported that the balloon became stuck. An nc emerge 2.50 x 20mm was selected for treatment of the target lesion. During the procedure while inside the patient, the balloon because stuck on the guidewire. The physician attempted to free the balloon from the wire several times, but it could only be removed together alongside the wire. Another of the same device was used to successfully complete the procedure. There were no patient complications.